Manufacturer narrative:
(B)(4): the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date.(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a stenting procedure of the bile duct performed on (B)(6), 2012. According to the complainant, during the procedure, when the stent was attempted to be released, the guide catheter was pulled with force and broke. The broken guide catheter remained within the push catheter and the device was removed in one piece together with the endoscope. It was noted that the push catheter was kinked and the suture was twisted around the stent. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.